Event description:
It was reported that cartridge alarm 20 repeatedly occurred and prevented pump from successfully loading cartridge and resuming insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using correct steps with technical support but alarm recurred, so pump was determined to be under warranty and scheduled for replacement while customer used multiple daily injections as backup therapy; technical support confirmed shipping address, explained how to place pump into storage mode, instructed customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return affected pump using prepaid label within 10 days, which customer acknowledged and understood.